Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had been explanted of both generator and lead due to infection. The patient was given antibiotics prior to implant. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No additional or relevant information has been received to date.